Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, the plunger was not pushed enough initially so it was pushed down again until the black collar on the plunger met the blue body. According to the IFU perclose prostyle instructions for use, depress the plunger with the right thumb (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. In addition, to the visual confirmation, an audible click should be heard to confirm the needle and cuff engagement. In this case, it is unknown if the reported IFU violation contributed to the reported difficulty and the physician is aware and reported the violation. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: (B)(6). H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a thrombectomy procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. The plunger was not pushed enough initially so it was pushed down again until the black collar on the plunger met the blue body. An audible ¿click¿ was heard; however, according to the user, the posterior needles and cuffs may not have engaged in the initial phase. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.